Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed). The rse was able to confirm with the biomed that the speaker malfunction inop message was due to no sound and physical damage to the device, which is causing the battery to be loose. Based on the information available and the testing conducted, the cause of the reported problem was physical damage to the device. The reported problem was confirmed. The customer was provided a quote for a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. Box e: reporting address state: (B)(6).

Event description:
Philips received a complaint on an mx40 patient wearable monitor indicating that there was a speaker malfunction inoperative (inop) message displayed on the screen and there was no sound or alarms. It was unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.